Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and its relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the patient presented with chest pain. The procedure was to treat the fully occluded, mid right coronary artery (rca) with mild calcification. The lesion was pre-dilated with a semi-compliant balloon and the 3.0x15 mm xience xpedition stent was implanted at 16 atmospheres (atm). A dissection was noted at the distal end of the stent and another 3.0x12 mm xience xpedition stent was implanted to treat the dissection. There were no adverse patient sequela. No additional information was provided.